Event description:
Customer responded to 78 yr old female approx 60kg. Upon arrival, customer found pt lying face down on the floor with no pulse. Pt was in cardiac arrest. Pt was down for approx 5 minutes prior to arrival. Pt made no response to treatment. The unit shut down 30-60 seconds after being turned on. A backup unit was used to defibrillate pt but there was no response. Pt expired.